Manufacturer narrative:
No adverse patient effects were reported as a result of this observation, and there were no allegations of device malfunction. The local field representative performed a manual capacitor reformation, which was successful. The device was checked and confirmed to be operating normally. Available information suggests that this device remains in service at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that after this patient underwent a surgical procedure, interrogation of the patient's implantable cardioverter defibrillator (ICD) noted a fault code indicating exposure to a high voltage condition. It was later confirmed that the patient required external defibrillation during the procedure.

Manufacturer narrative:
This device was subsequently upgraded. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation,pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.